Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the speaker was not audible. When the unit was powered off the device intermittently displayed the "service watchdog" error message and beeped 12 times. The core board was found to be defective. The core board was replaced and the unit functioned as designed.

Event description:
It was reported that the customer heard an audible sound when the unit was turned on and when turned off. The device was able to monitor when the customer used a test sensor, but the unit did not have an audible sound when it went into alarm. The service watch dog error only appeared when the customer turn the unit off with the one beep. No known impact or consequence to patient.